Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. While unpacking the 3.5x20mm promus element stent it was noticed that a stent strut was sticking out. The device never entered the patient and the procedure was successfully completed with another device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. While unpacking the 3.5x20mm promus element stent it was noticed that a stent strut was sticking out. The device never entered the patient and the procedure was successfully completed with another device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Struts on rows 1 and 2 from the proximal edge were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).